Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the stylet was stuck in the left ventricular (lv) lead while attempting to remove it. However, when the physician attempted to remove the stylet, the terminal pin of the lv lead was removed. The lv lead was not used and was replaced on (B)(6) 2026. The patient was in stable condition.